Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Initial operative notes demonstrated that the patient had tha due to severe arthrosis. Patient was not revised. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:04260102130005 lot number:91504801 brand name: cement palacos + gentamicin, catalog number: 165781 lot number: 6122609 brand name:stanmore acet cup, catalog number: 164243 lot number: 6440426 brand name:stanmore cocr fmrl. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient underwent a closed reduction due to pain and subluxation after standing up from a deep chair approximately 13 days post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.